Manufacturer narrative:
An event regarding wear involving an unknown insert was reported. The event was confirmed by medical review. Method & results: product evaluation and results: the device was not returned. Visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted insert with a notable damaged/ wear region nothing else can be determined from the photographs provided. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: event date: (B)(6) 2021; event description: revision triathlon cr construct due to post med wear of tib metal bp. Implants involved: triathlon baseplate, triathlon femoral baseplate per label materials reviewed: (B)(6) 2021: stryker pi report, unlabeled/ undated photo: surgical instruments, revision tools, explants of tibia and femur partial view and polyethylene. Polyethylene is worn through at the posterior corner cannot determine laterality, tibia is attached to an extractor there appears to be some cement on the metal, partial view of femur looks to be uncemented style. Unlabeled/ undated: lateral x-ray knee. Uncemented femur and cemented primary tibia, unresurfaced patella. Mild possible posterior translation and thin poly posteriorly. Confirmation: a revision surgery was confirmed. Wear of the polyethylene was confirmed, laterality could not be confirmed. Root cause: the root cause of the revision appeared to be polyethylene wear. The root cause of the polyethylene wear could not be determined without additional information. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision triathlon cr construct due to post med wear of tib metal bp. On 12-jan-2022: noted in medical review, "polyethylene is worn through at the posterior corner".